Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a low blood glucose (bg) level. The customer¿s blood glucose (bg) level was displayed as ¿low¿; however, a specific value was not provided. Cause was not known. Reportedly, the customer was already treating the bg but unknown what the treatment was. Customer declined to further troubleshoot the issue with tandem technical support, therefore no additional information was obtained.